Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken atrial connector plug. Analysis also noted that the battery drawer was sticking on the lower case and the hanger assembly was broken. All defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial plug on the external pulse generator was broken, and the "wires" would not stay in. The generator was returned for service. There was no patient involvement.